Manufacturer narrative:
The device was returned to zoll medical corporation. The customer's report of unit restarts/reboots itself was observed during review of the device data logs. However, the device was put through extensive testing including full functionality testing using the returned mfc without duplicating the report. The analog board shields were replaced as a pre-caution. The customer's report of unit shuts off was not replicated or confirmed. Review of the device log shows low battery and replace battery messages. The device passed full functionality testing without duplicating the report. The investigation concluded that the device met specifications and performed as designed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complaintant alleged that during biomed testing, the device was unable to obtain an ECG signal via electrode pads and inappropriately shut down. Complainant indicated that there was no patient involvement in the reported malfunction.